Event description:
The customer reported to customer service that the suction on her freestyle breast pump was low. Her nipple had ripped and stretched causing her to seek medical attention and was prescribed antibiotics and a topical treatment.

Manufacturer narrative:
The customer reported that she had to seek medical attention due to the low suction of freestyle pump. The customer stated that the doctor had prescribed diflucan, dicloxacillin, vitamin e and neosporin as a thrush preventive. She stated she and her baby are fine and the new freestyle pump that she has works fine and her milk supply has come back. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The freestyle low suction issue is being investigated under (B)(4).